Event description:
It was reported that the patient experienced low blood glucose (bg) levels dropping to 99 mg/dl while wearing the pod. The patient experienced high blood pressure and suffered a seizure. As treatment, the patient drank juice.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.